Event description:
Attempted to set angiomax infusion on IV pump, while attaching 2nd module to pump it alarmed "disconnected." I reset and attempted to start angiomax infusion and pump alarmed "blockage in pump." After this the pump would not work and new pump and module had to be obtained. This resulted in the pt not getting anti-thrombolytic medication in a timely manner during a percutaneous coronary intervention (pci).

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device would not cut or coagulate properly. There was no mention of excessive bleeding to the sales rep. No other information is available. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the device cut the test media, as expected, during functional testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.